Event description:
We received a report from a male consumer that he was having difficulty opening the cap on a bottle of blink-n-clean lens drops. He decided to use his teeth and cracked his tooth. The reporter indicated that he did not have any 'tools' with him when the incident happened. He tried to open the bottle gently, but when he was brushing his teeth later, a part of a molar fell out. He went to his dentist and a crown was placed on the tooth. The reporter used the bottle without further trouble and discarded it prior to contacting the manufacturer; the lot number is unk.

Manufacturer narrative:
Implant/explant date: no info provided. Concomitant product: no info provided. Date of manufacture: as the lot number is unk, so is the MFR date. All pertinent info available to the manufacturer has been submitted.